Event description:
It was reported that a malfunction occurred on the pump. No additional information was received regarding the impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was informed to continue using the pump and to call back if any further malfunction codes appeared.